Event description:
It was reported that the ventilator¿s turbine did not rotate with an audible alarm during testing. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na.